Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm). Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -9.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. Excessive vault was observed. On the same day (B)(6) 2023 different surgery the lens explanted and the problem was resolved.

Manufacturer narrative:
D4: serial# corrected to (B)(6) in initial MDR. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens returned in liquid in a microcentrifuge vial. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).